Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that it was unknown if the outcome was device or therapy related. It was said that the patient had a fall and developed an intracranial hemorrhage. This was when anticoagulation stopped and the patient developed the outflow graft thrombus. The patient was "too unstable" to perform graft intervention and passed away from worsening intracerebral hemorrhage and heart failure. The device was disconnected on (B)(6)2026 and the patient passed away on 19feb2026. It was said that the device did not operate as expected at the time of the event.

Event description:
It was later reported that anticoagulation withheld due to brain hemorrhage may have contributed to thrombus formation. The patient exhibited major debilitation from the stroke and was placed under palliative measures. It was then reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced sudden decreases in ventricular assist device flows despite IV fluids. An echocardiogram was performed and log files were submitted for evaluation for concerns of outflow occlusion/stenosis. Log files appeared to capture low power advisory alarms on (B)(6) 2026 as a result of normal lithium battery depletion. The log file also contained a lot of low flow estimates and 5 low flow hazard events when the calculated pulsatility index was elevated. These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Computed tomography angiography (cta) imaging was performed and revealed thrombus in outflow graft which was concluded to be the cause of the low flow alarms. Additional log files were submitted for review on (B)(6) 2026. Patient flows were 0.2-0.8 lpm and they recently had a craniotomy for hemorrhagic stroke. Multiple blood products were given for international normalized ratio reversal for follow up procedure. The event log files captured low flow estimates as well as sustained low flow hazard readings as low as 0.6lpm. These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed as no images were submitted for review, and the device remains in use. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported hemorrhagic stroke could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause of the low flow alarms could not be conclusively determined through this evaluation, the account stated that the outflow graft thrombus was the cause for the low flow alarms. The controller event log files contained events from 28jan2026 through 11feb2026 and on 13feb2026. Low flow hazard alarms were captured throughout the log files when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. An are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis and stroke, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as potential late postimplant complications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively established through this evaluation. The reported outflow graft thrombus could not be confirmed as no images of the device were submitted for review, and the device was not returned for evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause of the low flow alarms could not be conclusively determined through this evaluation, the account stated that outflow graft thrombus was the cause for the low flow alarms. The controller event log files contained events from (B)(6) 2026 and on (B)(6) 2026. Low flow hazard alarms were captured throughout the log files when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, stroke, and death, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as potential late postimplant complications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.